Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. It was very difficult to deploy the clso stent. Dr noticed white pushing catheter was concertina. White catheter had gathered. A separate file was created to deal with the pushing catheter for fs-oa-10. This report deals with the advancement issue of clso.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. It was very difficult to deploy the clso stent. Dr noticed white pushing catheter was concertinaing. White catheter had gathered a separate file was created to deal with the pushing catheter for fs-oa-10. This report deals with the advancement issue of clso.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. It was very difficult to deploy the clso stent. Dr noticed white pushing catheter was concertinaing. White catheter had gathered. A separate file was created to deal with the pushing catheter for fs-oa-10. This report deals with the advancement issue of clso.

Manufacturer narrative:
Device evaluation: it was originally indicated that the device involved in this complaint was being returned for evaluation, however the clso device of unknown rpn and lot number was not available for evaluation as it has not been returned to cirl, as such a document based evaluation will be conducted and the file updated in the event of device return. This investigation is linked to (B)(4) which deals with the fs-oa-10 introducer used in the complaint. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all cotton-leung devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. (D00059776 [qsi0975] rev.031, d00052060 [prd0211] rev.010 and d00055278 [fqc0128] rev.017). A review of the manufacturing records for the cotton-leung device could not be complete as the lot number is unknown. As per instructions for use, ifu0045-6, a contraindication identified includes an ¿inability to pass wireguide or stent through obstructed area¿ and the user is also instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. While it is possible that the stent selected was incorrect and thus the intended location of the stent was too narrow for the stent to progress through which would also explain the damage to the fs-oa-10 introducer up stream. Summary: complaint is confirmed based on the customer¿s testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.